Manufacturer narrative:
The lot code provided was for a product that contained multiple absorbencies. The consumer did not provide an absorbency, therefore we are unable to provide a UDI number or model. Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Report 3 of 4. Consumer reported via e-mail that upon removal of a tampon the string separated from the pledget. As she manually removed the pledget from her vaginal cavity it fell apart into pieces which required her to manually remove the pieces. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product and outcome, however, no further information has been received.